Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker. The insulin pump button keypad print functioned properly. No worn button keypad print.

Event description:
The customer called and reported the screen on the insulin pump was scratched and difficult to read. Customer's blood glucose was not known. It was also stated the print on the buttons on the pump was worn down. It was stated the device had been dropped a few times. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.